Manufacturer narrative:
The implant was not available for an evaluation. Without the reported product, physical and visual examination could not be performed; however, implant's lot was available to conduct a device history record (DHR) review. There was no evidence to suggest that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. The probable causes could be due to over torqueing or cross threading during the implant placement. Without the actual implant, implant's breakage or damage could not be reviewed. This event will be tracked and trended.

Manufacturer narrative:
Follow-up attempts were made to request product return for evaluation. Once product is available and evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant broke in half. During the check-up, the crown felt loose. Per's provided evaluation of the issue, the abutment and crown were stable; however, the implant itself was broken in half under the bone level. Half of the implant attached to the abutment and the other half was in patient's supported bone. Trephine drill was used to remove the remaining implant out of patient's mouth. The implant site was not infected. The patient's bone type was noted as good. The implant was placed into the tooth # 30 on (B)(6) 2017. The patient returned to the doctor's office on (B)(6) 2018, it was during his visit when it was noticed that the implant had fractured. The top portion along with the abutment and crown were removed. The remaining portion was removed on (B)(6) 2018. The patient has no relevant medical or dental pre-existing condition. New implant was placed after the broken implant was removed from the patient.